Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown day in (B)(6) of 2020. Concomitant medical devices: biomet g7 shell cat#: 110010262, lot#: 6742931; biomet head cat#: 650-1055, lot#: 2019060963; biomet taper slv cat#: 650-1065, lot#: 2019110144; biomet bearing cat#: ep-200144, lot#: 526300; unknown stem. Foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02532.

Event description:
It was reported a patient underwent initial tha. Subsequently, patient had frequent dislocations and was revised approximately one week later. Attempts have been made and additional information on the reported event is unavailable at this time.